Event description:
Once implanted, the aortic annulus was debrided due to extensive calcium and was very friable. Postop, the pt experienced bleeding and was returned to the operating room. The valve was explanted and replaced with another sjm valve. A pericardial patch was performed on the aorta due to weakness. The surgeon stated "the incident was not valve related".